Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device was not working properly. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was out-of-phase on the display screen by about one inch; the stylus was changed three times without resolve. The programmer has been returned for repair. There was no patient involvement.